Manufacturer narrative:
In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
On (B)(6) 2022: the customer requested a case be opened for aries sars-cov-2 cassettes lot ab5143a failing patient validations. The customer reported 19 false negatives after testing patient samples on their aries instrument that were previously run on their cepheid system. Of these, 8 samples reported false negatives. Samples were first ran on their cepheid system and later ran on their aries instrument (within a few minutes of getting results from cepheid). Both aries modules were utilized. Sample ID: (B)(6), sample/media: nps in utm, sample type: patient samples. On (B)(6) 2022: luminex ts requested the cephid results in order to compare CT values between the platforms. The customer did not provide the cephid data. The root cause of the false negative result is unknown at this time; however, it is suspected the sensitivity of the aries sars-cov-2 assay plays a role in these results when compared to the other platforms. Luminex tech support sent the customer an extra sars-cov-2 kit for troubleshooting. On (B)(6) 2022: the customer reported positive and negative controls on both modules resulted in the expected results. However, the customer reran a test from positive patient sample ID: (B)(6) , which resulted in a false negative once again. The customer picked out 2 samples from the 8 total false negatives on their aries instrument and reran then on the filmarray biofire, which resulted positive for the 2 samples.